Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that an occlusion alarm was recorded. During investigation, the pump continued to emit call service alarms when attempting to perform the rewind step. Unrelated to the complaint, evaluation revealed that the motor flex cable was not fully inserted into the printed circuit board connector. The occlusion alarm issue was not able to be investigated due to the other call service alarm issue which could not be resolved during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump was emitting call service (occlusion) alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.